Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. It should be noted that, per the mitraclip system instruction for use (IFU), the mitraclip system is a device indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr = 3+) . The off-label use was due to the device being used on a tricuspid valve. In this case, the device was used on a tricuspid valve and the off-label use contributed to the reported issues. The investigation determined the reported difficult or delayed positioning (difficulty grasping) appears to be related to the combination of off-label use and procedural condition (implanted pacemaker). The partial clip movement (migration) appears to be due to the off-label use and patient morphology/pathology (restricted septal leaflet). Lastly, the reported poor image resolution was due to echo imaging was challenging. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Device code (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report partial clip movement. It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 4+. Echo imaging was challenging. The anatomy was challenging, the septal leaflet was restricted, and the implanted pacemaker lead impinged movement of the leaflet, making grasping difficult. The clip was deployed successfully, and tr was reduced to 3+. On (B)(6) 2021, echocardiogram was performed showing partial clip movement; the clip was partially detached from the septal leaflet. Tr remained 3+. No injury was noted due to the implanted clip. The patient is stable and not reporting additional symptoms. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.